Manufacturer narrative:
D10 concomitant products: sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot#: n4k1927y, sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot#: n4k1927y sigphandle -sig power sigphandle handle sigpshell - sig power sigpshell control shell, lot#: n4g1635y egia60amt - egia60amt egia 60 artic med thick sulu, lot#: p4l0647 sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot#: n4k2169y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot#: n4k1927y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon fired two purple reinforced reloads, however both reloads partially fired and showed an error message saying to open the jaws. The whole device was then changed and the issue was resolved. The surgical time was extended by 15-20 minutes due to the issue. There was no patient injury.